Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient developed a rash, described as flat, red, and pruritic, which followed the margins of the ECG quatrode patch. The device was in use at time of event. A serious injury of the patient was reported.

Manufacturer narrative:
The cause of the reported problem was confirmed to be the patient¿s hypersensitivity to the conductivity gel, which was unknown until exposed. Based on the IFU, the appropriate choice of electrode in relation to the patients' weight was the neonatal electrode not the standard electrode. Although, the neonatal electrode could not have prevented the allergic reaction, it would have covered a smaller region the patient's chest. The customer claimed they were unable to get the neonatal patches for over a year due to them being on backorder. We were informed by the customer that the device was not available for evaluation. Without the material being returned, we are not able to perform further evaluation. The patient was given zyrtec, hydrocortisone topical 1% cream, and oral cetirizine to treat rash and itchiness for presumed contact dermatitis. The redness eventually decreased with time and treatment.